Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Per the customer the device will not be released. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the needle broke off during passing of the sutures for a rotator cuff repair case. The case was completed; the surgeon was unable to retrieve the tip. Additional information obtained 6/17/2019: the facility has provided medwatch report ((B)(4)) which reported the following information: a surgeon was using a scorpion multi-fire needle. When he took the scorpion out of the right shoulder he realized the tip of the scorpion was broken. An x-ray was taken for confirmation and verified that the tip of the needle remained in the shoulder. Note received with the facility medwatch report states the remainder of the needle is available for on-site inspection only.